Manufacturer narrative:
The device was returned and the evaluation found no malfunctions aside from the allegation reported in b5. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the deflectable videoscope had deterioration or breakage of adhesive. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event could not be determined although it can be presumed that it was due external physical stress and chemical stress by sterilization with chemical solutions. The events can be detected/prevented in accordance with the following instructions for use: operation manual: 3.3 inspection of the endoscope: inspection of the endoscope. Operation manual: important information ¿ please read before use: dangers, warnings, and cautions reprocessing manual: 3.1 compatibility summary olympus will continue to monitor field performance for this device.